Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: neu_unknown_lead, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported she was not feeling stimulation, the therapy was not on. Therapy was turned on and the situation was resolved. This was noted as a sudden change in therapy/ symptoms. The patient's indication for use was interstim- other. There was no further information provided about this event. If additional information is received, a follow up report will be sent.